Event description:
During surgery, the surgeon used the monotube triax. When the surgeon was tightening them with the wrench, one of the screw of the clamp broke (the screw for locking the pin). Therefore the surgeon changed the pin clamp to another pin clamp. The surgeon mentioned that she did not give any unnecessary high force to tighten the screws.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.